Manufacturer narrative:
The lead was used in treatment. The customer reported that this lead was capped due to other non-product experience after being in service approximately 26 years, 8 months. The lead was not available for return and there was no allegation brought against the lead. No investigation was performed in this case as the event did not involve the implantable lead. Qa is unable to review the device history records for this lead model as it is beyond oscor's record retention period, however, inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. Based on the limited information available, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. This initial MDR is being submitted to meet our requirements of reporting. A follow-up will be submitted as soon as the investigation is complete.

Event description:
The customer reported that this lead was capped due to other/non-product experience. Information was received that there was no product experience. On (B)(6) 2017 the customer provided the following additional event information: we received a report that the patient had two leads capped due to "other/non product experience" and a device changeout on (B)(6) 2017. In this case, the representative confirmed that there was no product experience and did not report any adverse patient effects. The replacement form did indicate that the patient's new leads were MRI compatible models.